Manufacturer narrative:
Marzo, s. Montolio, et al. "Malignant glaucoma after xen45 implant." Spanish society of ophthalmology, december 2018, p. 1-4. (B)(4). The reported events of ocular pain, nausea/vomiting, mild corneal oedema, irido-corneal touch, high intraocular pressure and malignant glaucoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A request for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Reported events of severe eye pain, iop at 55 mmhg, nausea/vomiting, mild corneal oedema, malignant glaucoma in the unknown eye were noted in the article: "malignant glaucoma after xen45 implant." Spanish society of ophthalmology, december 2018, p. 1-4.

Event description:
Additional information reported affected eye is right and initial implant xen surgery was a combined faco + xen.